Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that noise was detected on the non-bsc ra lead, with pacing impedance measurements greater than 2,000 ohms. Inappropriate atrial tachy responses (atrs) were stored with noise. The patient was to see their physician. No adverse patient effects were reported as a result of this clinical observation.

Event description:
Boston scientific received information that the device detected a latitude alert for low atrial intrinsic amplitude of 3.2 millivolts and previously measured at 0.5 millivolts. Impedance measurements had risen to 400 ohms to 500 ohms and up to 1547 ohms. The patient was to be brought into the clinic for device evaluation. To date, no adverse patient effects were reported with this clinical observation.